Manufacturer narrative:
This is one of two products involved in the same pt. Please note that both stents have been reported as it is unk which stent was implanted in what vessel. Additional information will be submitted within 30 days upon receipt.

Event description:
Pt called in to request medical information and to report and adverse event. The pt reported experiencing a restenosis event approx fifteen months after receiving two cypher stents, one in the left anterior descending coronary artery, and the other in the right coronary artery. According to the pt, he was on vacation when he felt "something" while climbing the stairs. He was taken to the local hospital where he was admitted, and coronary angiogram revealed "tissue growth" in the stent in the rca. The pt underwent angioplasty and implantation of a taxus for treatment. The pt admitted the event had been resolved at the time of the report.